Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had paresthesia, facial paralysis, and slight aphasia after extubation. Diagnostic methods included imaging. During a follow up several days later there was a regression of symptoms; consultation with a neuropsychologist indicated post traumatic syndrome with conversion disorder, explaining the neurological symptoms. The patient required prolongation of existing hospitalization. This event was related to the device implant procedure. The event resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.